Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately five months after device system replacement. The cause of death has been requested and not received.